Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at around 8: 30 pm the sensor would have failed. According to the patient did didn't feel any symptom prior to 6pm and can't remember anything after that. When a neighbor arrived home, they heard the patient moaning and they found the patient half on and half off the sofa. The patient was totally incoherent, confused and disorientated. Without checking taking a fingerstick the neighbor tried to give the patient dextrose, but the patient kept pushing her away. The neighbor called emergency medical services (ems) and when they arrived around 09:00 pm, again without taking a fingerstick, they gave him dextrose and a ¿vial with red liquid stuff¿ (understood as medication given via either injection or infusion). Ems stayed for around 45 minutes. At that time the patient still was not himself, wasn't talking properly and wasn't stable. The neighbor got him to drink ginger ale after which the patient stabilized a bit more. Another neighbor came up at around 10:00 pm to take a fingerstick and the blood glucose reading was 10.0 mmol/l at that time. At the time of the report the patient was stable. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.